Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. The customer said the battery was not lasting for 7 days. The battery cap was not damaged. The customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.